Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported that insulin pump went blank then began to count up to ten. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected blank display, off no power, rewind or reset anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, and rewind tests. The operating currents were within specification. The pump alarmed motor error during the basic occlusion test and gave a compromised force sensor system alarm during the prime test due to moisture damage on the force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.